Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported that during a colostomy procedure on the eleventh firing of the side-of-side anastomisis was made and the side close to the handle, the staples did not form. Another device was used to complete the case with no pt consequences. The device discarded.